Event description:
It was reported that during a new lead implant procedure, the lead would not hold in the header due to grommet issue on the device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that a setscrew was loose/detached.